Manufacturer narrative:
(B)(6). The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 08/22/2013 with the following findings: during investigation a review of the pump¿s black box showed that the pump was never used for basal delivery. Load step malfunctions were observed in black box illustrated by no cartridge detected warnings. The pump powered on and displayed the verify screen. The pump was able to load and prime a test cartridge correctly. The force sensor calibration reading was within specifications. During testing, the load step malfunction was not able to be duplicated. The pump was opened and an intermittent condition was found to the force sensor flex due a cracked solder joint around the force sensor pin. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The distributor contacted animas on (B)(6) 2013 alleging the pump did not recognize the cartridge during the prime step. There was no reported adverse event associated with this complaint. This complaint is being reported because the alleged load step malfunction remained unresolved.